Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 137 mg/dl. Reportedly, at the time of the event the pump was exposed to moisture from sweating. The customer had short acting insulin as alternate therapy. The customer declined any further follow up.